Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. Analysis of the lead indicated that the outer insulation of the lead was extrinsically breached due to a cut. The outer insulation of the lead was observed to have blood ingression and visual summary analysis of the lead indicated damage at implant. Visual inspection found the outer insulation breached cut/extrinsic, and there was blood ingress in lumen. The insulation breach likely did contribute to the electrical complaint and the breached insulation likely occurred at implant. (B)(4).

Event description:
It was reported that the right ventricular lead had low r-wave amplitude measurements. The lead was explanted and replaced. No patient complications have been reported as a result of this event.